Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit passed displacement test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss, problem isolated to electronic assemblies. Unit received with pillowing keypad overlay and minor scratches on case. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they received low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert after a low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.